Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hypoglycemia/hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was taken to the emergency room (ER) with hypoglycemia. The patient's blood glucose (bg) levels dropped to 40 mg/dl while wearing the pod between 4 and 24 hours. Patient reportedly lost consciousness while at work and was taken to hospital by ambulance. At the hospital, patient's bg level was initially 40 mg/dl; 2 hours later patient regained consciousness and had a bg level of 287 mg/dl. It is unclear when pod was removed. The patient was treated with insulin and fluids prior to being released from the emergency room the same day. Patient also was treated with b50, but he is not sure if this was given orally or by injection. The patient's insulin history is as follows: time, bolus(u): 3:00am 3, "later" 5.5.